Event description:
The distributor (ethicon) stated that user facility reported that the patient was admitted to the cardiac intensive care unit (cicu) with congestive heart failure and drug abuse. He had renal failure (stage 3) and end stage liver failure, hypertension and type 2 diabetes. On (B)(6) 2009, a right upper arm peripherally inserted central catheter (PICC) was placed. Chloraprep and biopatch was used at the insertion site. After a few days, it was noted that the area beneath the biopatch was excoriated, red and possibly infected. On (B)(6) 2009, a left upper arm PICC was placed. Chloraprep and biopatch was used at the insertion site. The same reaction was noted. One of the PICC lines was cultured and grew coag negative staph. The patient began treatment with vancomycin on (B)(6) 2009. During the patient's hospital stay, his condition continued to decline. He received a tracheotomy at the bedside on (B)(6) 2009. He developed stenotrophomonas pulmonary infection in his lungs, septic shock, and multisystem failure. A dnr (do not resuscitate) decision was made on (B)(6) 2009. The patient died the same day. The reporting nurse indicated that some of the nurses were not allowing the chloraprep to dry prior to the application of the biopatch. In addition, at times, the transparent dressings were applied tightly over the biopatch. Integra called the user facility. The reporting nurse stated that the events related to the use of biopatch did not cause the patient's worsening condition and death. No product lot number or exact product identity code is known. Ethicon will provide lot numbers of biopatch that they supplied to this facility during this time period; however the hospital also uses biopatch supplied in kits from a vendor that does not track the lot number. The reporting nurse at the user hospital stated that ethicon, the distributors of chloraprep had since provided in-service training on the correct use of the products to the user facility.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.